Event description:
On (B)(6) 2016, I and d full length all layers failure to heal. Removal of iliac connecting nut. Closure of fascial layer and application of vac dressing. We found a locking nut in the incision area, which was a surprise to us. This had disengaged from the right-sided pelvic screw and the right-sided cross-link had basically collapsed over the area where the screw had been. At this point in time, we explored all of our previously placed hardware connections and found them to be intact. Our previously placed hardware connections and found them to be intact. We remembered specifically previously having locked down all screws correctly. At this point in time we found on direct eval a reasonably stable-appearing lumbopelvic junction. We therefore did not attempt to replace this locking nut at this point in time.